Event description:
Country of complaint: (B)(6). Complaint reports: our customer has reported that 8 units of premilene broke during abdominal hernia surgery.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2015. Manufacturing site evaluation: evaluation is ongoing.